Event description:
Same case as MDR ID #2134265-2012-05835 & 2134265-2012-05811. It was reported during a percutaneous coronary intervention procedure plaque shift occurred. In june 2010 the patient presented with continued shortness of breath as well as discomfort in the left arm. Cardiac catheterization was recommended. Angiography results revealed 40% in-stent restenosis of the study stent and 80% stenosis in the 1st diagonal. The 80% stenosed lesion located in the 1st diagonal was treated with the placement of a 2.25x8mm taxus liberte atom stent. This resulted in plaque shift of the 40% stenosis located in the left anterior descending artery. Individualized inflations were then required both within the left anterior descending artery and the diagonal to achieve optimal result. The 80% stenosis at the ostial diagonal was reduced to 0% and the 40% in-stent restenosis in the left anterior descending artery, which appeared to be under deployed on ivus was reduced to 0% utilizing an initial high pressure inflations in the left anterior descending artery followed by kissing balloon technique while inflating the diagonal. A 95% stenosis in the right renal artery was treated with angioplasty and placement of 6x15 mm non bsc stent, resulting in 0% residual stenosis. The same day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).